Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling ¿overfull¿ and hard to breathe during the last drain of therapy. The patient was connected to the amia device at the time of the events. He patient reported that they performed a manual drain due to the symptoms. Renal therapy services (rts) reviewed the estimated peritoneal volume of 656ml and drain volume of 2834ml. The tsr assisted with ending treatment and last fill. The patient reported that amia did not give that option. Tsr explained that it is recommended to drain. The patient stated they would not drain more and ended the call. It was reported the patient was not hospitalized for the events. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: a review of the device logs revealed the programmed fill volume was 2700ml over 5 cycles. Several small drain volumes (2337ml and 2636ml) occurred on the event date leading to negative uf. A large drain volume of 4273ml occurred during cycle 5. One inadequate drain volume 30543 and multiple patient line occlusion 30243 alerts were identified. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.